Event description:
Customer reported that they broke the posterior capsule of the patient's left eye (os) after a successful catalys treatment and during the phaco process. The case was successfully completed after a vitrectomy. No further information provided.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as laser system is not an implantable device. Section d6b: if explanted, give date: not applicable, as laser system is not an implantable device. The catalys system was not returned for evaluation. Asm (application support manager) reported the issue. No problem was found with the system as indicated in the work order. Surgical complication, not equipment related. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this laser system were performed. The search revealed additional complaint folders were received for this system. However, complaint issues reported are not related. Therefore, no escalations are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Correction: section d4 primary unique device identification (UDI) number: upon further review it was found that the UDI# was not added to the initial report. UDI# - (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.